Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of use with some pits and gouges on the handle and the strike plate is gouged as well. The impactor tip is damaged and has fractured into two pieces. There is some epoxy residue on the poly impactor tip. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was using the instrument to implant the glenosphere, the tip of the instrument fractured. There was no foreign body or harm reported to the patient.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.